Event description:
The patient returned 3 devices claiming that they have all leaked during use, one of which was within two hour of use. When further clarification requested, they advise that the have had 5 incidents. The report suggests that in some instances the valve had cracked. No additional information available. From the reported information there are no indications of serious injury to the patient or user as a result of this incident.

Manufacturer narrative:
This file is linked to: manufacturer report number 9616066-2015-00462 internal file number: (B)(4). Manufacturer report number 9616066-2015-00477 internal file number: (B)(4). Manufacturer report number 9616066-2015-00478 internal file number: (B)(4). Manufacturer report number 9616066-2015-00833 internal file number: (B)(4). Three samples received for 5 incidents and customer has been unable to confirm which incident they were implicated in. A follow up report will be submitted with investigation results upon completion of evaluation.

Manufacturer narrative:
Three mp1000-c samples were received for investigation of 5 complaints. Reference complaint reports numbers: 9616066-2015-00462, 9616066-2015-00477, 9616066-2015-00478, 9616066-2015-00832, and 9616066-2015-00833. It was not possible to identify which sample corresponds to which complaint incident. Therefore all 5 complaints will be closed based on the analysis done on the returned samples. Pressure testing of the first sample identified a leakage from a crack at the top of the female luer access. Pressure testing of the second sample identified leakage from a crack near the circumference at the section where ultrasonic welding between top and base was performed. No leakage was identified from the third sample, however visual inspection identified a crack to the female luer access, since the sample was contaminated with blood it is possible that the blood clotted on the crack and prevented leakage. The root cause of cracking on the surface of the maxplus valve near the female luer appears to be caused by exposure to chemical agents, lipid or over torque of the valve component. The root cause of cracking around the circumference where ultrasonic welding joints the top and base, appears to be triggered by harsh chemicals and caused by inherent stress at the welding area of the maxplus over torque thread.